Event description:
A malfunction on the customer's pump was reported, leading to the pump screen becoming dark and unresponsive. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to connect the pump to a power source and provided pump reset messaging, which resolved the immediate issue of the screen not turning on. It was determined that the pump was included in a field correction, and a replacement pump was sent to the customer. The customer was advised on how to handle the replacement and return the problematic pump, with additional instructions regarding the updated software they would receive.